Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead during attempted implant. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.